Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set cannula bent event on (B)(6) 2026. The event occurred three or more hours after insertion. The infusion set was in use for twelve hours. The insertion site was thigh. The blood glucose level was high, and the patient was treated with correction bolus via multiple daily injection (mdi). The patient replaced infusion sets and resumed insulin successfully. No further information is available.